Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump suspended twice due to false lows from the sensor. The patient's current sensor glucose was 47 mg/dl and the current blood glucose was 82 mg/dl. Troubleshooting was initiated for the sensor inaccuracy. The customer was advised on proper insertion and calibration practices. The sensor will be returned for analysis and a replacement device was shipped to the customer.